Event description:
It was reported that during routine generator change, externalized conductors were observed on the rv lead. No electrical anomalies were detected. The lead was extracted and replaced. The patient was in stable condition after the procedure.

Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 34.4-36.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 8.2-9.5cm, 11.2-11.8cm, and 12.5-13.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 8.5-10.1cm, 17.9-18.5cm, and 18.0-18.8cm from the distal tip. The etfe coating was damaged during the surgical procedure at these locations.